Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age and gender unk) at 360 joules, using a multi-function cable and electrodes with the device. Although the device charged, it would not discharge. The clinicians then changed to the device paddles and charged the device to 360 joules, again the device would not discharge. They attempted to discharge the device a second time with the paddles, and the device discharged successfully. The complainant indicated that the pt subsequently expired. Subsequent to the event, the facility's biomedical engineering department was able to duplicate the malfunction with the paddles, but was unable to duplicate the malfunction with the multi-function cable.